Manufacturer narrative:
A manufacturing evaluation was completed: plate received in the bag for sterilization in autoclave. The reference numbers etched on the plate match with the data reported in the complaint. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The features pertinent to the complaint condition were measured. The holes involved in the coupling with the instrument (lcp drill sleeve part 323.030) were measured; the thread zero point was found out of specification in all of the three (3) holes. The returned part is not conforming from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was no harm to the patient.

Manufacturer narrative:
Patient information is not available for reporting. Due to intra-operative issues with plate insertion, the device was not implanted or explanted. Hospital contact number: (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: july 2, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgeon encountered difficulty screwing a locking compression plate (lcp) drill sleeve into a lcp distal ulna plate during a surgical procedure on (B)(6) 2016. Both the plate and the sleeve were exchanged for alternate devices (part information unknown), but the same issue occurred. The procedure was ultimately completed with a third plate. A four (4) minute prolongation was noted due to the intra-operative issues. No information is available pertaining to post-operative outcome of the patient. This report is 2 of 2 for (B)(4).